Event description:
A facility reported a certas valve (ID 828807), was implanted via ventriculoperitoneal (vp) shunt on (B)(6) 2023, with setting 5. Although the setting was able to be changed after the surgery, setting was able to be changed only between 5 and 6. Therefore, the valve and the ventricular catheter were replaced with a new valve and bactiseal catheter on (B)(6) 2023. After removing the valve, the physician attempted to change the setting after flushing, but he was unable to change the setting . Cerebrospinal fluid (csf) in the removed valve was cloudy, and brain parenchyma was seen on the tip of the ventricular catheter. The physician believed that this event caused by debris into the shunt system. The patient under the observation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828807) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the needle guard was bent. The valve was hydrated. The valve passed the tests for programming, leak, occlusion, reflux, siphon guard and pressure. The needle guard was dismantled: the needle guard was bent and glue traces were found on the silicone base and the needle guard. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to improper handling of the device or biological debris and protein build up interfering with the valve, at the time of investigation no programming issue was noted. The root cause for the raised and bent needle guard, is due to improper handling, as noted in the IFU. Do not fold or bent the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.